Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), alabama. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device heat and cool, but not pump as it should. The issue occurred in priming. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
A livanova field service engineer was dispatched the customer. Visual inspection did not reveal any obvious defects, all pumps & valves. Device functioned normally; cardioplegia and patient pump flow levels were measured with the help of a flow meter and were found to be within specification. To solve the issue, the drain valve o-rings and sniffle valves; were replaced, the device was cleaned and preventive maintenance was completed. Verified function of vacuum system. All test passed and system was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11. A device service history review has been performed and identified that the unit was manufactured in 2015 and a similar event has been reported since. Based on the investigation findings, it cannot be ruled out that the reported event was a user perception or user error in not correctly activating the pumps or in connecting the lines that led air enter the tubing and prevent the water to properly circulating. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.